Event description:
Surgeon after laparoscopic cholecystectomy had to open abdomen for uncontrolled bleeding. Vein graft repair of the hepatic artery was done. Surgeon stated that the laparoscopic clip applier may have been misfiring. Misformed staples and applier saved.device labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability.no imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, visual examination. Results of evaluation: telemetry failure, unanticipated short term complication of procedure. Conclusion: device failure occurred and was related to event, device evaluated and alleged failure could not be duplicated. Certainty of device as cause of or contributor to event: maybe. Corrective actions: use of all similar devices stopped temporarily. Invalid data - on device destroyed/disposed of status.